Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported breast implant illness symptoms. Health issues physically, mentally, emotionally. Hospitalization. Heart palpitations. Anxiety with depression, brain fog, blood clots, severe pain in breast, swelling in one breast, swollen lymph nodes, skin conditions. The device remains implanted. This record relates to the right side.